Event description:
Bedside surgeon went to clamp down stapler to fire. Once this was done it was determined that the staple load was not thick enough to complete. The surgeon then clamped down the gray handle. Once this was done the device was stuck on the patient. After we called the manufacturer it was determined that we could use an instrument to force the device back open. This was completed without any injury to the patient.